Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle, was difficult to remove, and failed to separate. There was no reported patient injury. The female patients age ranged from 42 years to 53 years. This information was received from one source.

Manufacturer narrative:
H10: the three samples were returned for evaluation. The company is still investigation the issue at this time. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle, was difficult to remove, and failed to separate. This information was received from one source. Both reported malfunctions involved patient with no consequences. The female patients age ranged from 42 years to 53 years.

Manufacturer narrative:
H10: of the three reported malfunctions two devices were returned for evaluation. As the lot number was provided, a lot history review will be performed. For one of the malfunctions, the investigation identified failure to cycle and failure to separate. A root cause could not be determined. The company is still investigating the other malfunction at this time. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle, was difficult to remove, and failed to separate. This information was received from one source. Both reported malfunctions involved patient with no consequences. The female patients age ranged from 42 years to 53 years.

Manufacturer narrative:
H10: of the three reported malfunctions two devices were returned for evaluation. As the lot number was provided, a lot history review will be performed. All 3 malfunctions were reassessed and determined to have experience device-device incompatibility instead of failure to separate. For one of the malfunctions, the investigation is unconfirmed for failure to cycle, difficult to remove, and device-device incompatibility. For one malfunction, the investigation is inconclusive for failure to cycle, difficult to remove, and device-device incompatibility. For another malfunction, the investigation is inconclusive as the device was not returned for evaluation. The definitive root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the three reported malfunctions two devices were returned for evaluation. As the lot number was provided, a lot history review will be performed. For one of the malfunctions, the investigation identified failure to cycle and failure to separate, however did not identify difficulty to remove. For the other malfunction, difficulty to remove, failure to cycle, and failure to separate could not be identified. A root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle, was difficult to remove, and failed to separate. This information was received from one source. Both reported malfunctions involved patient with no consequences. The female patients age ranged from 42 years to 53 years.

Manufacturer narrative:
The samples were not returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model f14105us biopsy instrument allegedly failed to cycle, was difficult to remove, and failed to separate. There was no reported patient injury. The female patients age ranged from (B)(6) years to (B)(6) years. This information was received from one source.